Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 5 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative explained the alarm. The hp stated the supply line became disconnected. Global product surveillance contacted hp's wife who is the caregiver (cg). The cg stated that the hp was able to complete therapy with manual supplies. The cg stated that the supply bag did not become disconnected. The cg stated that she did not get the connection tight and she saw air bubbles at the connection. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 5/5 was confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line. The cg stated that she did not get the connection tight and she saw air bubbles at the connection. The assignable cause was loose connection the label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).